Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility contacted olympus technical assistance center (tac) reporting that when using the 190 series scope with the evis exera iii video system center, they were getting a snowy/fuzzy/static image or color bars. It was also noted that there was no issue with a 180 series scope. Tac provided troubleshooting steps, advising them to wipe the contacts on the scope and reseat the cables. The user confirmed that this resolved the issue. There were no reports of patient harm due to the event.